Event description:
The customer called to report a failed battery test alarm on a replacement insulin pump. Troubleshooting was performed and the insulin pump was able to take another battery without getting another alarm. The customer then stated that she was hospitalized for diabetic ketoacidosis after getting the same alarm on the previous insulin pump. The customer felt uncomfortable with the insulin pump and asked to have it replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.